Event description:
It was reported that the programmer powered itself down after being on for an hour. It was further noted that the customer reported that the programmer was not starting up at all. The programmer was returned for service. The return paperwork indicated no patient involvement with the event.

Event description:
It was reported that the programmer powered itself down after being on for an hour. It was further noted that the customer reported that the programmer was not starting up at all. The programmer was returned for service. The return paperwork indicated no patient involvement with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis initially confirmed the reported event (device shut down once after being powered on for awhile), however, with additional testing and verification, the anomaly was lost in transit. The device passed functional testing. The root cause could not be determined.